Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post implant during a next day device check, an abnormal electrocardiogram (ECG) was observed on the pa tient`s  presenting electrograms (egm). It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing falling in atrial blanking period noted on presenting egm. The ra lead remains in use. No further patient complications have been reported as a result of this event.